Event description:
This ra lead was implanted on (B)(6) 2009 and was capped/abandoned on (B)(6) 2018 due to oversensing. A product experience report received on (B)(6) 2018 stated that this lead was also exhibiting some pacing inhibition with no asystole. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).